Event description:
Initial reporter indicated that a pt had his vns generator replaced due to end of battery life and their lead replaced due to painful stimulation. The explanted product is at the manufacturer pending completion of product analysis. Good faith attempts are in progress for additional info about the reported painful stimulation.